Event description:
Intuvie received a report from right way medical stating that during service, the free-flow clamp was found stuck in the open position. The investigation revealed that the free-flow clamp was extremely dirty. The component was disassembled, cleaned, and reassembled, which resolved the issue. The failure mode was confirmed, and the probable cause was determined to be a component-related issue. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report from right way medical stating that during service, the free-flow clamp was found stuck in the open position. The investigation revealed that the free-flow clamp was extremely dirty. The component was disassembled, cleaned, and reassembled, which resolved the issue. A review of the device lot history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component-related issue. Reference to complaint#: (B)(4).